Event description:
Information was received from patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient stated that for the 3rd day their back was hurting really bad. Patient added that they are feeling electrical impulses down to their leg (on and off impulses). Patient said that they took hydrocodone. Patient has been having a hard time because it hurts their back so bad. Patient was currently in group a with 2.8 intensity, patient tried to increase it to 3.2 but still no effect, patient went back to 2.8. Agent had the patient switch to group b and c but no changes on the stimulation was felt. Agent was redirected to hcp to address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.